Event description:
It was reported that the subject device had film adhere in lens. The issue had occurred during set up / inspection for use (during set up in room / before patient in room) of diagnostic procedure which was completed with same device. There was no report of patient harm.

Manufacturer narrative:
Customer name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. The root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.